Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discrepant hb1c results is user error. The account failed to input the correct lot specific scaler values for lot gb6237 when calibrated in december 2015 and noted the error in (B)(6) 2016 when moving to lot ga6307. The account entered mmol/l scaler values rather than the appropriate % values. The hb1c method uses an additional parameter called scaler values. These values are polynomial equation factors that have been determined for hb1c in order to provide the best correlation to the hba1c reference methodology. The siemens customer care center representative instructed the customer to input the correct values for their units of reporting. The hb1c flex® reagent cartridge IFU states: hb1c requires lot-specific scalers which must be entered in the calibration set up screen, prior to calibration. The scaler values are provided on the flex® reagent cartridge carton. These scalers are applied to all qc and patient results to maintain accuracy. Failure to enter the lot-specific scalers will cause inaccurate results. Entering the correct scalers into the instrument and recalibrating corrected the problem. The device is performing within specifications. No further evaluation of the device is required.

Event description:
Discrepant hb1c results were obtained on patient samples. Patient results had been reported to physicians during a period in which incorrect scaler values had been entered for the hb1c method. Physicians questioned the results. After an investigation, it was determined that incorrect scaler values had been entered by the account for calibration. It is unknown if patient treatment was altered or prescribed on the basis of discrepant hb1c results. There was no report of adverse health consequences as a result of discrepant hb1c results.